Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in (B)(6) reported the vitreous attached to cutter during vitrectomy surgery. The cutter was not cutting. There was no impact to the patient.

Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in an unknown sterilization pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.